Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to unknown lot number for bent & difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a unspecified bd pen needle was jammed. The following was reported, "material no. Unknown batch no. Unknown. It was reported that pen needle was bent at patient end and pen jammed while injecting. Verbatim: ely lilly representative reported pen needle bent at patient end, also mentioned that the pen jammed while injecting. (B)(4). Problem occurred on (B)(6) 2019. Product is unknown, lot # unknown."